Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to the main board. During the evaluation of the main board, the root cause was traced to corroded connector on the board. Therefore, the main board was replaced to resolve the issue. The device was recertified and returned to the customer. The main board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.